Event description:
The customer called technical support (ts) and reported the device has an excess flow error message and is requesting bench repair. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per good faith effort response from the customer, he stated that he tightened the port on the back of the device to resolve the reported issue. The device passed required performance verification tests per philips standards. The customer has advised to close the case.